Manufacturer narrative:
Additional information was received on march 14, 2023. The device information, previously unknown, was obtained. The impacted product is a 525cc mentor memorygel breast implant, catalog #3505251bc, lot #7008654, serial #(B)(6). A manufacturing record evaluation was performed for the finished device 7008654 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 7, 2023. The issue reported initially was clarified to be capsular contracture (baker grade unknown). Reason for device explant and/or reoperation: capsular contracture/deformed device . The mentor failure analysis lab received the device for evaluation on july 14, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 1, 2023. The explant was performed (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain/cutaneous contour deformity manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 22, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. The event described could not be confirmed as the breast implant was returned without detectable folding. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with an unspecified mentor gel device and suffered right-sided pain with a bulging, palpable implant postoperatively. Per the patient, MRI/mammogram show that the device is folding in-vivo. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.